Event description:
It was reported that the lead broke during an explant procedure. The explant procedure was completed because the patient never reported a clinical response to sacral neuromodulation. Further surgical intervention was required. It was stated that the physician had to "dissect and go deeper" so that they could remove the tines and the distal part of the lead. It was unclear if the entire system was removed, or just the lead. The patient's status was listed as no injury and no adverse event. About three weeks later, it was further reported that the patient felt "ok." No further information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, serial# unknown, implanted: 2005-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4).